Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2011 for diabetic ketoacidosis, with a blood glucose (bg) reading of "hi" (>600 mg/dl), headache, nausea, and vomiting. The reporter stated that the patient was removed from the pump and placed on an insulin drip in the intensive care unit. The patient was reportedly expecting to be discharged from the hospital on (B)(6) 2011. Customer support reviewed the pump with the reporter and the patient, and found that all settings and histories were correct. The patient confirmed that the cannula was straight when the infusion set was removed at the hospital, and that the insertion site appeared healthy. The patient stated that the doctor had put her back on the pump while in the hospital, and her bgs again became uncontrolled. The doctor reportedly advised the patient to remain on insulin injections and have the pump replaced, although there was no pump malfunction noted upon troubleshooting.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The black box showed that the pump was not in use from 8:59 am on (B)(6) 2011 until 9:00 am on (B)(6) 2011. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.